Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with pfna nail on an unknown date. Reportedly the patient underwent normal rehabilitation for three months and there was a snap and the patient complained of pain. It was reported the pfna nail broke post-operative. Patient was scheduled to return to the o.r. On (B)(6) 2013 for removal of hardware. Reportedly no trauma nails appear to be broken. No further information was provided. This report is for an unknown pfna nail. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient's year of birth was reported as 1932, date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Additional information. The patient's birth year was reported as 1932. Device was received for evaluation. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4).